Event description:
The customer reported an axsym bhcg result of 2,081 miu/ml on a pt on the day of the event. Two days later, the pt was redrawn yielding a result of 35,289 miu/ml and the sample on the day of the event the day of the event retested at 29,304 miu/ml. A corrected report was issued. No impact to pt management was reported.